Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient is getting a message on their controller that says ¿cannot continue. Please call medtronic¿. The rep did not have any additional information and it was unknown if the patient was recharging or not when the issue occurred. Technical services suggested that the patient call patient services. The event date was unknown. There were no patient symptoms reported and no complications reported. Additional information was received and it was reported that the patient had serious trouble with charging the stimulator. The patient explained that they can't charge the ins without taking the lithium battery pack out at least once and putting it back in. They confirmed the issue had started months ago. They didn't remember exactly what was on the screen, but it did tell them to call medtronic. The patient alleged they were able to charge the ins to 100%, but when they plugged the controller into the ac power supply, the controller drained energy from the ins. The patient stated that if they didn't plug the controller into the ac power supply to charge, the ins battery lasted all day. When the controller was plugged in, the ins is drained, and would need to be charged. The issue had occurred since they were implanted. It was reviewed that the controller taking energy from the ins was not something that was expected. The patient disagreed and stated that they left the settings at 3.5 and the ins was always on. The patient added that it took approximately 2 hours to charge the ins. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-nov-19. It was reported that the patient had to charge every night and his implantable neurostimulator (ins) almost depleted when he started to charge. The patient stated that he had trouble with charging; he was in a vicious cycle of charging the ins and then the controller. It was then alleged that when the patient plugged his controller into the wall to charge, the ins battery depleted down to 30-40%. The patient had to keep going back and forth between charging the ins and he controller until both were at 100% and it could take a couple of hours. The controller battery was replaced but the issues did not resolve, and it was suggested that the ins battery should be tested. There were no further complications reported or anticipated.